Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 7071354.

Event description:
It was reported that the patient had a seizure that had caused significant muscle spasms and jerking of her extremities which may have broken some of the wires with her scs system. It was also noted that the patients contacts had high impedances.

Event description:
It was reported that the patient had a lead with nonfunctional contacts and high impedances were noted. The patient had a seizure that had caused significant muscle spasms and jerking of her extremities which may have broken some of the wires with her scs system. Additional information was received that the patient was experiencing inadequate stimulation due to high impedance on the leads. It was also noted that the patients seizure was not related to the device. The patient underwent a lead revision procedure wherein the leads were replaced and was doing well postoperatively. The explanted leads will not be returned.